Event description:
One touch ultra meter had missing segments. On one occasion the patient reported obtaining a reading that appeared to be 62 mg/dl and took insulin following the use of the meter. The patient neither alleged harm nor experienced injury or medical intervention. Issue was not resolved with troubleshooting. Patient's meter was replaced. The patient had requested to have the meter sent to their place of work; however, the meter was delivered to their house.